Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix disengaged from helical channel. It was also noted that the helix/lobe was distorted/bent and the lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant attempt, the right ventricular lead helix would not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.